Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level due to the issue. The customer was able to reset the pump independently before contacting technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.